Event description:
During a stent removal procedure, the ceramic tip on the end of the grasping forceps fell off into the patent. The piece was recovered with no patient harm.

Manufacturer narrative:
At the time of this report, the device has not yet been returned for evaluation. As a result, a determination cannot be made at this time. When further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.